Event description:
The facility representative reported "battery." Information was not provided regarding whether or not the failure occurred duringa a pt infusion . The hosp representative stated that there were no reports of pt injury or medical intervention.